Event description:
Pt described intense debilitating pain in his back 12 hours post euflexxa dose. Frequency: other, route: intra-articular. Dates of use: (B)(6) 2018. Is the product compounded?: no. Is the product over-the-counter?: no.